Event description:
Patient is a resident of subacute unit. On (B)(6) 2024 approximately2200,(B)(6), rcp noted the patient was maintaining adequate tidal volumes. At this time, rcp performed an eme rgency trach change with assistance from (B)(6), rcp. Trach tube was removed and same size trach tube was inserted. Patient was placed back on mechanical ventilator with same settings. Vital signs were taken and were within normal parameters. Patient was monitored throughout shift with no complications. No harm reached patient due to incident. Last routine trach change was done (B)(6) 2023.